Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and replaced the keyboard assembly. The cse performed all calibrations, the extended self-test (est), short self-test (sst) and the electrical safety test; the device operated within the manufacturing specifications. Covidien ref: (B)(4).

Event description:
A report received from (B)(6) started an 840 ventilator experienced an unresponsive keyboard. There was no report pf pt involvement.